Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the gastric venous during a fundic varices ligation procedure performed on (B)(6) 2021. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 device was used in the gastric venous; however, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not describe in the indications for use.

Manufacturer narrative:
Block e1: (B)(6). Block h6: medical device problem code a050501 for the reportable issue of bands failed to deployed. Block h10:investigation results the returned speedband superview super 7 was analyzed. A visual evaluation noted that the handle assembly and ligator head were returned with the device. It was noted that the tripwire was returned unloaded from the handle, the handle did not present marks of trip wire secured. The ligator head returned with all the bands attached, some of them were moved from their position and overlapped. Microscopic examination was performed, and it was found that the ligator head teeth were bent. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No other problems with the device were noted. The reported event was confirmed. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The visual assessment identified that the trip wire was not secured in the handle slot, nor did the handle have evidence that the trip wire was previously secured. Not securing the trip wire in the handle slot could have caused the trip wire to slip through the handle assembly during deployment causing an inaccurate deployment of bands and damage to the ligator head teeth due to extra tension. Additionally, it was reported that the device was used in the gastric venous. The speedband superview super 7 multiple band ligator is used for endoscopic ligation of esophageal varices and anorectal hemorrhoids. Therefore, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. Block h11: correction to block h6 device codes.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the gastric venous during a fundic varices ligation procedure performed on (B)(6) 2021. During the procedure, the bands could not be deployed. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 device was used in the gastric venous; however, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not describe in the indications for use.